Manufacturer narrative:
The customer evaluated the device.

Event description:
It was reported to philips that the heartstart mrx defibrillator paddles had a loose connection observed during routine functional testing. There was no patient involvement.